Manufacturer narrative:
The reported event of the metal shavings was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, a damaged driveshaft was found, which can lead to the reported event. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device was producing metal shavings. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was producing metal shavings. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.